Manufacturer narrative:
Follow-up #1: date of submission 26-jul-2019. Device evaluation: the pump has been returned and evaluated by product analysis on 24-jul-2019 with the following findings: a review of the pump¿s black box and alarm history showed no inaccurate or delivery interruptions. In reviewing the basal total daily dose (tdd) for the time of complaint on (B)(6) 2018, the basal tdd added up with the user¿s basal settings. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of inaccurate delivery was not duplicated during investigation. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. The battery cap was unable to fully secure to the pump due to the crack, however, the cap was able to hold an electrical connection to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 600mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.